Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient experienced nausea, vomiting, not feeling good, thirsty, had high blood glucose levels due to a bent cannula. The site location was the patient's abdomen. Consequently, on (B)(6) 2022 at 15:00 hours the patient was admitted to the hospital as the blood glucose level was above 600 mg/dl and experienced diabetic ketoacidosis. During hospitalization, the patient received insulin drip intravenously. Reportedly, on the day of this report (22-feb-2022), the patient was still in the hospital and was admitted in the intensive care unit. Currently, the patient's blood glucose level was 355 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.